Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, in situ measurements show two channels involved in a short circuit already in 2015 due to undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The parents reported that a trauma occurred about 7 months ago, the user was only able to hear loud sounds with the device since then. Then she suddenly stopped hearing completely with the device. The hearing performance with the device prior to the trauma was good. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition in situ measurements show two channels involved in a short circuit already in 2015 due to undetermined reasons. However to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date scheduled yet.

Event description:
The parents reported that a trauma occurred about 7 months ago and the user was only able to hear loud sounds with the device since then. Now she suddenly has completely stopped hearing with the device. The hearing performance with the device prior to the trauma was good. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that a trauma occurred about 7 months ago and the user was only able to hear loud sounds with the device since then. Now she suddenly has completely stopped hearing with the device.